Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. The air/water inlet was loose on the scope connector side and leaking. The forceps cover glue was peeling and the pink rubber on the probe was chipped. There was a crack on the cover glue. There was one broken element on the ultrasound image and an issue with the customer label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope was leaking from the suction water port. No patient involvement reported. During the evaluation of the device, it was noted the forceps cover glue was peeling and the pink rubber on the probe was chipped. This report is to capture the reportable malfunctions of peeling forceps cover glue and chipped pink rubber on the probe noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. Regarding the chipping of the adhesive part, it was likely that the adhesive chip was generated by applying an external force to the tip due to handling. Regarding the chipping of the acoustic lens surface, it was also likely that the acoustic lens surface chipping was caused by the external force applied to the tip due to handling. The instructions for use (IFU) provides the following guidelines: ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end.